Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument jaws got stuck on the tissue. This caused the stapler instrument not to open. The customer opened the jaws of the instrument using the knob on the back. The surgeon did not feel comfortable using the instrument again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported event occurred during sleeve gastrectomy procedure performed on the system serial number (B)(6). The sureform 60 stapler instrument was inspected prior to use with no observed damage or abnormalities. The target tissue was stomach tissue, and the stapler instrument jaws did not become stuck closed on tissue during use. It was confirmed that a minimal amount of adipose tissue, approximated to be the size of a pea, became stuck inside the jaws of the stapler instrument post-firing. The stapler instrument was removed from the patient, and while attempting to change the stapler reload, the customer observed the instrument jaws were jammed. There was no unexpected tissue removal or bleeding during the event, and no medical intervention was performed following the identified issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The stapler instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no firing failures. No damage was found.